Event description:
The customer reported that the n65 monitor has missing segments in the heart rate window. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
Confirmed that the unit display was missing segments. The universal interface (ui) printed circuit board (pcb) was replaced. (B)(4).